Manufacturer narrative:
Received one 120804f embolectomy catheter for evaluation. Examination of the catheter body and tip/balloon area found the balloon latex, both proximal and distal windings and 5mm of the catheter tip was missing or not returned. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU the max pull force for this catheter is 1.5 lbs on an inflated balloon. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that balloon and catheter tip broke off and remained inside the patient. It was also indicated that upon removal of the embolectomy catheter from the left groin, the tip/balloon of the catheter appeared abnormal. The balloon material appeared to be missing. It was further stated that the wound was explored and a clot of questionable material was obtained.